Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. It was reported that the patient presented in the ER emergently complaining of numbness in both legs. Cta was performed and showed an occlusion of the bifurcated stent graft. The physician stated the cause of the event is unknown. An axillary to bi-fem bypass was performed and the occlusion was successfully resolved. No additional clinical sequelae were reported.